Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2017. Batch # n92p6e. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due the condition of tissue pad we are unable to investigate further the "hemostasis controllable" issue reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a segmental hepatectomy procedure, the surgeon began using device to dissect the hepatic parenchyma and at ten minutes realized that the instrument was not sealing the parenchyma as it normally does, leaving a bleeding in the nape as it passes. He was surprised, and removed the device and when he checked the tip, he detected that the pad was "melted", so he proceeded to change the input for a new one, which worked properly. The bleeding caused by the malfunction of the device was controlled by the electro-scalpel. There were no adverse consequences for the patient.